Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results from the cobas c 503 analytical unit. Sample 1 initial result was 139 umol/l and the repeat results were 57 umol/l and 59 umol/l. Sample 2 initial result was 56.4 umol/l and the repeat result were 103 umol/l and 55 umol/l. Sample 3 initial result was 66.1 umol/l and the repeat results were 66 umol/l and 128 umol/l. The questionable results were not reported outside of the laboratory. The low result was believed to be correct for each sample.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer changed the sample probe and adjusted the water levels. The investigation determined the service actions resolved the issue.